Event description:
It was reported that a large volume infusor leaked. At the completion of a 25 hour infusion, the customer observed fluid in the bottom of the infusor housing. The device contained 14400mg benzylpenicillin (seqirus) diluted in 240ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "25 hour " to "24 hour". H4: the lot was manufactured between december 11, 2023 - december 12, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.